Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with an unknown mentor saline breast prosthesis that deflated after implantation. Deflation was diagnosed visually on (B)(6) 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 7/5/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, mentor became aware that the correct suspect medical device was mentor smooth round moderate plus profile 300cc saline catalog: 3502300 lot: 5658853. Mentor also became aware that the correct date of event was (B)(6) 2018 and date of explantation was (B)(6) 2018. In addition, mentor also became aware that the patient also experience device migration on the concomitant device: mentor smooth round moderate plus profile 300cc saline catalog: 3502300, lot: 5656598. As the result of the right breast prosthesis deflation and left breast prosthesis device migration, the patient underwent bilateral removal and replacement with (right) mentor memorygel breast implant 325cc gel catalog: 3503251bc lot: 7561623 sn: (B)(4) and (left) mentor memorygel breast implant 325cc gel catalog: 3503251bc lot: 7561623 sn: (B)(4). A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: the device was received with clear fluid. White material was observed within the device. During initial evaluation the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The device history record (DHR) of lot number 5658853 reviewed and no anomalies were found related to this complaint. In addition, it was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).